Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.

Event description:
It was reported that, "pt fell and disassociated from the bipolar. It would not stay stable so surgeon revised."